Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. An initial lesion located in the circumflex was treated with the oad followed by balloon angioplasty and stent placement. Atherectomy was then performed in the left anterior descending artery (lad). Three passes of the oad were performed and a perforation was noted. The pressure of the patient decreased and the patient entered cardiac arrest. A pericardiocentesis was attempted and cardiopulmonary resuscitation was performed, however the patient expired. It was reported to csi that a "do not resuscitate" order was associated with the patient.

Manufacturer narrative:
The reported oad was received for analysis. Adhered biological material was observed on the driveshaft and crown. The origin of the biological material is unknown and its relation to the reported event was unable to be determined. No damage was observed to the device which would have contributed to the reported event. When tested, the device functioned as intended with no anomalies noted. At the conclusion of the device analysis investigation, the cause of the reported event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).